Event description:
The report from the field indicated that a pt was admited with acute mi for emergent procedure. The target vessel was the 3.5mm lad. The target lesion was a de novo, 15mm, type b, bifurcated lesion. Preprocedure timi flow was 0. The site was predilated with a 2.5x15mm balloon at 10atm for 10 seconds. A single 3.5x23mm cypher stent was deployed at 10atm for 10seconds. The stent was postdilated at 12atm for 10 seconds with a 4.5x15mm balloon. Residual stenosis was 0% and postprocedure timi was 3. The pt was reportedly compliant with his discharge medications until 30 days before the thrombotic event. Sixteen months later, the pt returned with thrombus in the entire stent; it was treated with thrombectomy.